Event description:
Hosp advised pt had been started on morphine for pain management, the morning of the event, and had been receiving morphine on this pump for approx 7 hours prior to the event. The pt's spouse had been in the pt's room most of the morning then left the room for a break and there was no one in the room except the pt. Approx 2 hours before the spouse left, a 100 ml bag of morphine was hung and the rate set at 6 ml/hr. The nurse checked on the pt about 1 1/2 hours later, and saw that the rate displayed 75 ml/hr and the pt was comatose. The pt was rushed to a nearby hosp where the pt was given an antidote for the overdose of morphine and recovered "as fully as could be expected". The hosp biomedical engineering manager stated that hosp suspects the pt changed the rate.